Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the paddles were not functioning. There was no patient involvement.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the paddles are not functioning due to malfunction of external paddles. The external paddles were replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.